Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station. Was down for multiple facilities. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down for multiple facilities and multiple patients/orders were not crossing over. The technical support specialist (tss) dialed into the server via secure link and ran a downtime query, confirming that care fusion coordination engine messages were current and confirmed everything was okay. Then, the tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.